Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently exhibited loss of capture from the non-boston scientific left ventricular (lv) lead. Boston scientific technical services (ts) was contacted for review, and it was discussed that the lv lead amplitude measurements were variable and there was evidence of increasing capture threshold measurements. All other lead parameters were stable and within range. Ts recommended performing an in-clinic assessment of the lv lead, as well as potentially performing diagnostic imaging. Reprogramming options were also provided. At this time, the crt-p remains implanted and in-service. No adverse patient effects were reported.